Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging insulin pump was under delivery. The customer¿s blood glucose level was 34 mmol/l at the time of incident and the current blood glucose level was 12 mmol/l. Customer experienced no symptoms for high blood glucose event. Customer was treated with manual injection for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The reservoir will not be returned for analysis.